Event description:
An adverse event was reported to iridex of a patient experiencing a possible injury which was isolated to the conjunctiva with some presence of some blood, while using the cyclo g6 laser system. As per the complainant, the scleral seemed unaffected. No other information was provided on the adverse event. Iridex is currently investigating the complaint to gather more information on the adverse event reported.